Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope suddenly started moving in the opposite direction in reference to the master tool manipulator movement. The customer stated that the system had been hard power cycled, and instruments were reseated, but issue persisted. Assignment of instruments were correct. Intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to replace the endoscope. After doing so, the movement returned to normal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope to perform failure analysis. The endoscope was placed on in-house system for a functional testing and failed to provide a video due to an electrical communication failure. The endoscope showed color bars in both eyes. The endoscope shaft's circularity was tested using a go-no-go gauge and failed. The gauge failed to slide smoothly down scope's shaft due to damage found at tip and/or shaft. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by the site was also identified: the endoscope integrated connector was visually inspected and found with corrosion/damage to the electrical contacts and/or circuit board.